Manufacturer narrative:
The urea/bun reagent expiration date was not provided. The cobas 8000 c702 module serial number is (B)(6). The customer also reported calibration failures. The field service engineer performed a series of troubleshooting-related actions, including verifying the gear pump head, the vacuum pump reading, the rinse nozzle condition, and flushing the rinse nozzle and the probes. He found that the rinse water level in the cell rinse station was lower than specified. He adjusted the rinse water level in the cell rinse station and performed calibration and qc, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the urea/bun assay on a cobas 8000 c702 module. Initial result: 3.7 mmol/l. After reviewing the patient's history, the sample was repeated on another line. Repeat result: 24.42 mmol/l. The result of 20+ mmol/l was deemed to be correct.